Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump had post-reset ram crc alarm and low battery. Customer blood glucose at the time of the call unknown. Troubleshooting was completed. The device will not be returned for analysis.